Event description:
Ous MDR - after several pre-dilatations of a severe calcified ata/pa lesion the pulsar-18 stent was introduced without any resistance. The stent was positioned and the release mechanism unlocked. It was not possible to release the stent. The entire stent delivery system was withdrawn successfully.

Manufacturer narrative:
It was intended to treat a severely calcified lesion in the bifurcation of the popliteal artery and the anterior tibial artery. After several pre-dilatations the device was introduced successfully and positioned within the lesion, the locking tab was removed. The stent could not be released and the instrument was withdrawn. The technical investigation of the returned device revealed that the retractable outer shaft has been retracted about 1.5 mm. In course of the investigation the handle was opened and it was observed that the ratch has shifted, most likely after assembly of the handle.